Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, when using 100% power, blue pixels were witnessed. The blue pixels were first noted at the 15_28_40_8167 time stamp, and were most prominent in the 11-12 o'clock position in the probes eye view plane. The blue pixels were also noted in the 5-6 o'clock position but these blue pixels were more faint than in the 11-12 o'clock position. The blue pixels occurred roughly 1cm radially from the laser probe. The user came off the foot pedal and the pixels dissipated. The user did not want to decrease power and elected to stay on 100% the remainder of the case. The blue pixels continued to occur throughout the rest of the procedure. There were no patient complications reported in relation to this event.